Event description:
It was noted that both drill bits used in the procedure were brand new but appeared dull compared to previous ones.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 324.214-us, lot 55p9704: manufacturing site: bettlach. Release to warehouse date: may 28, 2020. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, no issues were identified with the returned device. The cutting feature of the drill bit was visually examined under magnification and no signs of dullness were observed. A functional test was not performed as the drill bit was returned by itself. The relevant dimensions were measured and found to be within the specification. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: two (2) 2.8 drill bits were used in the same case. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d4 lot d10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 2.8mm percutaneous drill bit had a problem with calibration. It took a lot more forward pressure to start drilling in the bone. A side by side was done using the 2.8mm percutaneous drill bit and then 2.8mm drill bit quick coupling/165mm, the 2.8mm drill bit qc went through with no forward pressure. The tip appears to not have an as aggressive edge as the drill bit qc. There was no surgical delay. The procedure successfully completed. The patient outcome was successful. Concomitant devices: unk - drill(part# unknown; lot# unknown; quantity: 1), 2.8mm drill bit qc/165mm (part# 310.288, lot#:unknown; quantity: 1). This report is for 1 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 1 of 1 for (B)(4).